Event description:
It was reported that during a procedure, the ergonomics faulted twice, and the issue persisted despite a previous visit from a field service engineer. The logs reviewed showed faults 32101 and 464 related to the ergonomics. The customer chose not to perform any troubleshooting and continued with the procedure. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) replaced the mceb, mceb, common compute controller, and vertical axis motor to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The motor module unit was returned for failure analysis, and it was reported that the system received an error upon startup. This reported issue was replicated on-site. System logs revealed that error 23138 had occurred, which was related to the reported issue. Troubleshooting determined that error 23138 pointed to the column motor. The column motor was replaced to address the issue. A visual inspection found no problems related to the reported issue. The log was checked, confirming that error 23138 had occurred. The column motor was installed on an internal eft system, where calibration was completed successfully. Following several power cycles, the column motor functioned as designed, with no errors observed. The reported issue could not be replicated during system testing. At this time, the root cause has not been determined. This surgeon side console (ssc) manipulator controller ergo base (mceb) cfg was returned for failure analysis, and the reported error 32101 was confirmed and reproduced. In lighthouse, error 32101 was logged, indicating a high-side switch fault that occurred in the field. Visual inspection revealed no issues related to the reported event. The ssc mceb cfg unit was bench tested; dv commander showed a power error on the p48v foot tray motor/brakes (see attachment). Further testing was performed using a dmm to check for shorts and/or voltage drops. An intermittent voltage fault was detected on the hot-swap controller ic, part number 171919 (u15). Based on these tests and findings, failure analysis concluded that the potential root cause of the reported failure is the u15 controller ic component. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
This manipulator controller ergo base (mceb) was returned for failure analysis due to error 23138. The unit was received in good physical condition. The reported error 23138 was confirmed by reviewing the error log (indicating ergo_column), but the error could not be replicated. Bench testing was performed on the mceb to verify the high side switch (hss), and all measurements were within specified limits. The motors and brakes on the board were also evaluated and found to be within expected values. The mceb was then installed into an in-house golden system, where it successfully completed 10 power cycles and remained idle overnight without any errors. Center-ergo-joints and sine-cycle tests were performed to exercise arm movements, and both tests completed successfully. Based on these findings, the failure analysis concluded that no issues were identified with this mceb. This common compute controller (ccc) unit was returned for failure analysis. The reported issue was confirmed but could not be replicated. Visual inspection found no issues related to the event. Both the ccc surgeon side console (ssc) board and mceb were tested together. They were installed onto a known-good ssc system and powered on with no issues. The system was then set to run 10 power cycles and remained idle for 4 days. Once testing was completed, the system error logs were reviewed, and no errors were identified. The ergo test passed without any errors. The fiber cable light levels were checked, and all channels were within the normal range. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.

Event description:
Refer to h11 for follow-up information.